Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204-monitor unusable) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was damaged. The connector had bent pins. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and indicated that it caused a service code 204 (monitor unusable).